Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that this was a percutaneous vertebroplasty (l2) for l2 compression fracture on (B)(6) 2025. During surgery, the balloon did not enter the body. The surgeon deflated the balloon again, but it did not enter the body. So, a new balloon was opened and used. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H.11. Additional narrative: added: d4 (lot), h4. Corrected: d4 (primary UDI number). H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device, it was observed that the synflate vertebral balloon med was significantly deformed, with notable bending at the base of the balloon. The stiffening wire was also bent, and there was slight deformation at the distal tip of the balloon. This damage is most likely related to the insertion or extraction process, where applying force may have contributed to the deformation of the device. This kind of damage may compromise the device¿s performance and safety. Proper technique, including gentle manipulation, is crucial to prevent such damage in future procedures. A dimensional inspection and a functional test for the synflate vertebral balloon med were unable to be performed due to post manufacturing damage. Since the device was returned deflated and damaged, the complaint condition of not being able to inflate/deflate was not able to be replicated. The synflate® vertebral balloon surgical technique guide se_818880 rev. Aa was reviewed. Following relevant statements were found. To inflate the balloon, slowly rotate the handle of the inflation system clockwise while monitoring the pressure and volume. Monitor the balloon inflation under fluoroscopy. Proceed with inflation slowly, stopping every few seconds to allow the bone to adjust to the pressure/volume changes. Stop increasing inflation in any of the following cases: the desired outcome is reached. The pressure reaches 30 atm (440 psi). The maximum balloon volume is achieved. 4.0 ml for the small balloon. 5.0 ml for the medium balloon. 6.0 ml for the large balloon. Any part of the inflated balloon length touches the cortical bone. Precaution: expansion of balloons, pressure and volume on the inflation system have to be monitored carefully. The balloons may leak if they are filled beyond their maximum volume or pressure. The performance of the balloon catheter may be adversely affected if it comes into contact with bone splinters, bone cement and/or surgical instruments. Do not use air or other gases to inflate the synflate balloon catheters. Never expose the balloon catheter to organic solvents (e.g. Alcohol). The inflation characteristics of synflate are altered by inflation inside bone. Warning: the balloon material is not implant grade material. For bilateral procedures, inflate each balloon alternately in increments. Precaution: for bilateral procedures, it is important to ensure balloon inflation does not induce misalignment (e.g. Unsymmetrical height restoration). However, it may be desirable to inflate the balloons to different volumes to prevent or correct misalignment. The overall complaint was confirmed as the observed condition of the synflate vertebral balloon med would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part # 03.804.701s. Lot # 82336833. Manufacturing site: werk selzach logistik. Release to warehouse date: 06.may.2025. Supplier: (B)(4). Expiration date: 01.may.2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.